Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. From (B)(6) 2024, it was reported that the patient encountered six infusion set cannula were kinked within 3 or more hours after insertion which leads to high blood glucose level of 600 mg/dl. The customer addressed the high blood glucose by correction bolus via multiple daily injection (mdi). The insertion site was at abdomen and duration of insertion was 5 hours. The patient regularly rotated the site location. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.